Event description:
It was reported " iabp continued to alarm without cause and stopped working, repeated debugging was fruitless, was withdrawn from the iabp, and catheter balloon was removed to show blood leakage from an accumulation of blood in the balloon". Additional information states that the catheter was removed and not replaced. No patient injury or consequence reported, the patients current condition is reported as "fine".

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4)

Event description:
It was reported " iabp continued to alarm without cause and stopped working, repeated debugging was fruitless, was withdrawn from the iabp, and catheter balloon was removed to show blood leakage from an accumulation of blood in the balloon". Additional information states that the catheter was removed and not replaced. No patient injury or consequence reported, the patients current condition is reported as "fine".